Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have unexplained high blood glucose of 600 mg/dl. The customer indicated that their blood glucose reading was 592 mg/dl at the time of incident. The customer stated that there are some air bubbles in the tubing but declined to check their settings. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to follow up with their doctor regarding the high blood glucose and indicated that the device would not be returned.